Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to philips volcano policy. An investigation was performed to determine the root cause regarding the crux filter fracture at the cross over section of the nitinol wireform. The failure mode indicated surface corrosion weakened the nitinol protective oxide layer that may have contributed to a low cycle fatigue fracture and subsequent ductile overload. Sem, eds, micro-ftir and xps were performed. The af transition temperature of the returned filter was also analyzed but there was no evidence of a large shift in af along the caudal and cranial sides. The sem analysis concluded that the fracture was due to a low cycle fatigue failure. Based on the failure mode with surface corrosion present, the root cause analysis was focused on any chemical residuals left over from processing along with excessive heating during processing. The root cause investigation conclusions were as follows: potential root cause for surface corrosion: over exposure to heat and possible ipa residuals left in lumen of fep/ptfe tubing during filter processing. A potential cause for excess heating is a kink in the air tubing going into the heat pencil. A potential cause for ipa residuals inside of the fep/ptfe tubing is insufficient cleaning. Potential root cause for low cycle fatigue fracture: with absence of severe corrosion (e.g., pitting), low cycle fatigue failure may have been a caused by surface corrosion and/or excessive cyclic strain during ivc compression. Per the IFU, filter fractures are a known complication of vena cava filters. There have been reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and or surgical techniques.

Manufacturer narrative:
(B)(4). This case was revealed and investigated according to volcano policy. Visual and microscopic inspections were performed on the returned device. During the post-decontamination visual and microscopic inspections, it was observed the delivery system was not returned with the filter. There was a fracture in the cw wireform, located approximately 1/3 up the length of the wire from the caudal end. There was also presence of a white residue and patches of bluing on both wireforms. All anchors were presents. The l2 extended anchor was bent in the cranial direction. No issues were noted with the remaining anchors. The plasma balls, marker bands, and all crimps were present and intact. The web was also intact. The fep/ptfe tubing appeared to have shifted due to retrieval of the device and was removed during decontamination to allow the exposure of the fracture site to sem. Sem results indicated there were visible signs of a low cycle fatigue fracture pattern along with a ductile overload as the cross section was weakened by the fatigue crack growth. There were signs of post-fracture rubbing, which would indicate the filter fractured sometime during implantation. As no lot number or serial number was provided, documentation related to the device ((B)(4)) cannot be reviewed. Volcano will continue to monitor these types of complaints via complaint review meetings and trend data.

Event description:
The customer reported a crux device failure during retrieval. The physician was retrieving the crux filter via standard femoral access and captured the caudal loop. While advancing to capture the cranial loop, the physician noticed the filter was fractured. The physician was able to continue capturing the filter and removed the entire product. All parts were retrieved without using any additional products. No snare device was used. The physician noted ti was a relatively simple retrieval that took 2-3 minutes without much resistance prior to the fracture. Pt is a female, approximately (B)(6) years of age with a prior history of two dvt's and two pe's. System had been in since (B)(6). No pt injury adverse event. Pt's condition was reported as doing fine with no complaints of pain or discomfort.